Event description:
The sales representative reported on behalf of the customer that the trs-robo-8, anchor tissue retrieval system device was being used during a cholecystectomy procedure on (B)(6) 2025 when it was reported ¿bag broke at the seam. For this particular procedure the bag broke during the gallbladder extraction. The surgeon pulled on the bag after full deployment and the bag broke. Gallstone got stuck in fascia. They had to get another anchor bag to retrieve it.¿ further assessment questioning found that ¿the gallbladder they were removing was halfway through the patient and got stuck on the gallstone once the bag broke. Surgeon had to push gallbladder back in and insert a new anchor bag to retrieve it. There was no rupture or contamination.¿. The procedure was completed with the use of an alternate device and a 15-minute delay. There was no report pf injury, medical or surgical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 40 complaints, regarding 47 devices, for this device family and failure mode. During this same time frame 953,452 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00005. Per the instructions for use, the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.